Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was not reported. The patient was treated with an unspecified anti-inflammatory drug ¿such as bangda (piperacillin sodium and tazobactam sodium for injection).¿ at the time of this report, the patient was still hospitalized and had not recovered from the event. On an unreported date, pd therapy was discontinued (current dialysis modality was not reported). Additional information is not available.